Event description:
It was reported that the pump "failed" leading to a hospitalization. Multiple attempts were made by tandem technical support to follow up, and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.